Manufacturer narrative:
One miseal disposable tip was returned, decontaminated and investigated. No miseal handpiece or disposable cable was returned, therefore no investigation could be done on the handpiece or cable. The returned tip was found to have no cosmetic abnormalities. A closer inspection of the tip showed that the right jaw tip boot was torn distally and the boot tip was missing, confirming the complaint. A substantial amount of charred tissue was adhered to the jaws, links and the area between the jaws. It is not clear if this condition contributed to the tearing of the silicone boot. It appears that the boot was cut or torn on the outside surface of the jaw and the tear progressed to the inside of the jaw. The torn boot may have occurred upon removal of the implanted surgical mesh, or the boot may have been damaged earlier in the procedure possibly during insertion or withdrawal of the device from the cannula. A sharp edge inside of the cannula can cause a cut in the silicone boot with extended use, which can turn into a tear resulting in a piece of the boot tearing free.

Event description:
The surgeon was revising a previous nissen fundoplication and hiatal hernia repair. There was significant scar tissue. The device was used extensively and performed well until during the course of removing adhesions in the vicinity of the previous hernia, the surgeon also caught a piece of the surgical mesh used in the original repair. The surgeon did not notice that the mesh was in the haws of the device until the silicon boot on the distal tip of the device began to separate. At this point he stopped using the device. No patient information was provided.